Event description:
I first had lasik eye surgery on both eyes in 2003. Within a year after the surgery, my left eye had worsened from 20/20 to where I needed corrective glasses. I went ahead and had the surgery over again in that eye only. Now my left eye sees very well. However, my right eye has over the years begun to get blurry, to where I can no longer see street signs with that eye until I am right under them, and I have trouble reading very large power point presentations. My right eye is very blurry and it causes headaches because my eyes have such different vision. I have resisted going back to the eye doctor for the fear that they will tell me I need to have yet another surgery, or get glasses. It's gotten to where I am not comfortable driving at night, so I am going to get glasses. Since my original surgery, I have read that lasik shouldn't be done on eyes that are potentially still changing. I wonder if that's what happened in my case, since I was only 23 when I first had the surgery. Either way, I am not totally dissatisfied with the procedure, because it is certainly better than before, but I wouldn't say I am completely satisfied, and I am scared of what may continue to happen to my vision in the future.